Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00294. To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that during a diagnostic endobronchial ultrasound procedure using this evis exera iii video system center, no endoscopic image was observed. The procedure and sedation was extended by forty-five minutes. The procedure was postponed and completed with a different device. There were no medical intervention required as a result of the issue. The reported problem did not affect the outcome of the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the reported issue (no image resulting in a prolonged procedure) could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes a correction to d9 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.